Event description:
The pt was hospitalized for elevated blood glucose levels. The pt's mother reported that the pump was emitting occlusion alarms.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. High force occlusions were observed in the pump history, but could not be duplicated. A reported, the pump properly emitted occlusion alarms to alert the user that insulin delivery was interrupted.